Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006 and right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a right hip revision occurred on (B)(6) 2013 and that a left hip revision occurred on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis . A review of invoice history confirmed both initial surgery dates and that the modular head and taper adapter were removed and replaced during the left hip revision procedure on (B)(6) 2013. An invoice could not be located to confirm the right hip revision procedure and it is not known what was removed and replaced during the right hip revision procedure that allegedly occurred on (B)(6) 2013. Additional information received in patient medical records indicate that left hip revision procedure performed on (B)(6) 2013 was due to pain, synovitis, and elevated metal ion levels. The patient's operative report noted cloudy fluid and synovitis. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicate that right hip revision procedure performed on (B)(6) 2013 was due to metal-on-metal complications with synovitis. The patient's operative report noted cloudy fluid.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006 and right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a right hip revision occurred on (B)(6) 2013 and that a left hip revision occurred on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis . A review of invoice history confirmed both initial surgery dates and that the modular head and taper adapter were removed and replaced during the left hip revision procedure on (B)(6) 2013. An invoice could not be located to confirm the right hip revision procedure and it is not known what was removed and replaced during the right hip revision procedure that allegedly occurred on (B)(6) 2013. Additional information received in patient medical records indicate that left hip revision procedure performed on (B)(6) 2013 was due to pain, synovitis, and elevated metal ion levels. The patient's operative report noted cloudy fluid and synovitis. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006 and right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a right hip revision occurred on (B)(6) 2013 and that a left hip revision occurred on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis . A review of invoice history confirmed both initial surgery dates and that the modular head and taper adapter were removed and replaced during the left hip revision procedure on (B)(6) 2013. An invoice could not be located to confirm the right hip revision procedure and it is not known what was removed and replaced during the right hip revision procedure that allegedly occurred on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 6 mdrs filed for the same patient (reference 1825034-2014-02195 / 02200).